Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter leak was unconfirmed because the problem could not be reproduced. The product returned for evaluation was a 4fr s/l powerpicc solo catheter. The sample contained usage residue throughout with layers of clear sticky residue on the extension leg and molded joint and red/brown residue within the reverse taper portion of the catheter shaft (0cm ¿ 5cm depth markings). Gross visual evaluation of the device found no damage or potential leakage source. Functional testing using water and a 12ml syringe confirmed that the catheter was patent to infusion but no leakage occurred. Further flow testing included pressurizing the catheter with the same syringe and manipulating the interfacing components of the catheter and this testing also resulted in no leakage. As the catheter did not leak during testing, and no potential leakage source was identified during the evaluation, the complaint was unconfirmed. The complainant had indicated that leakage occurred at the insertion site. A perceived leak could be explained by the formation of a fibrin sheath at the catheter tip and subsequent redirection of injection fluids back through the insertion site. A lot history review (lhr) of rect1014 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the catheter was inserted without complications. It was stated after a few weeks leaking was noted during flushing at insertion site. They think that the catheter was leaking.

Event description:
It was reported the catheter was inserted without complications. It was stated after a few weeks leaking was noted during flushing at insertion site. They think that the catheter was leaking.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter leak was unconfirmed because the problem could not be reproduced. The product returned for evaluation was a 4fr s/l powerpicc solo catheter. The sample contained usage residue throughout with layers of clear sticky residue on the extension leg and molded joint and red/brown residue within the reverse taper portion of the catheter shaft (0cm ¿ 5cm depth markings). Gross visual evaluation of the device found no damage or potential leakage source. Functional testing using water and a 12ml syringe confirmed that the catheter was patent to infusion but no leakage occurred. Further flow testing included pressurizing the catheter with the same syringe and manipulating the interfacing components of the catheter and this testing also resulted in no leakage. As the catheter did not leak during testing, and no potential leakage source was identified during the evaluation, the complaint was unconfirmed. The complainant had indicated that leakage occurred at the insertion site. A perceived leak could be explained by the formation of a fibrin sheath at the catheter tip and subsequent redirection of injection fluids back through the insertion site. A lot history review (lhr) of recq1905 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recq1905) have been reported from two sweden facilities.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak was inconclusive because no sample was returned to vad for evaluation. Based on the description of the reported event, possible contributing factors include sharp instrument damage, fibrin sheath formation, and material fatigue; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Consequently, this complaint is inconclusive at this time. A lot history review (lhr) of rect1014 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the catheter was inserted without complications. It was stated after a few weeks leaking was noted during flushing at insertion site. They think that the catheter was leaking.